Event description:
It was reported after 2 hours of recharging the patient's controller said 'too hot' and the patient's skin over the battery was hot. The patient was to be seen in the clinic (B)(6) 2012, for evaluation. Additional information received 5 weeks later reported the patient was not getting stimulation in his low back for either of his systems. Impedances measurements were greater than 10,000 ohms on most of his electrodes despite denying a fall or trauma. It was noted however, the patient routinely did a lot of heavy lifting. The next course of action was yet to be determined. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Follow up reported the device was explanted. It was noted bilateral systems were explanted including all leads, extensions and implantable neurostimulators (ins). It was also noted the patient requested removal of both systems. There was no patient injury and the patient recovered without sequela. Reference manufacturer # 3004209178-2012-09657 for report on patient with bilateral scs system explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3888-45, lot# v247273, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v433247, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v686304, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v686304, implanted: (B)(6) 2011, product type lead; product ID 3888-45, lot# v057996, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot# v057996, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot# v057996, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot# v057996, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011,product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37713, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis results for neurostimulator model 37713 serial# (B)(4) showed no anomalies. Analysis of both returned extensions, models 3708220, serial #s (B)(4) showed no significant anomalies.